Event description:
(B)(4). This device only case, reported by a pharmacist, with additional information provided by a regulator, concerns a (B)(6) male patient of unknown ethnicity. Medical history included type 1 diabetes for over 30 years. The patient was reportedly not taking any concomitant medications. The patient used a humapen memoir (hp memoir) for the treatment of diabetes, beginning at an unknown date approximately in (B)(6) 2011. On an unknown date in (B)(6) 2012, two to three weeks prior to the report date of (B)(4) 2012, the patient experienced an increase of fasting blood glucose levels and blood glucose fluctuations following breakage of the suspect humapen memoir device when the battery ran out. It was also reported that the patient experienced an unspecified car accident because of the blood glucose fluctuations. The events were considered life threatening by the reporter. The patient switched from the memoir pen to luxura and the blood glucose values returned to normal. No further information was reported and no treatment measures were specified. The outcome of the increased fasting blood glucose levels and blood glucose fluctuations was recovered, and the outcome of the car accident was not specified. The patient was the user of the suspect device (lot number 0802c02 and associated product complaint number (B)(4)). The training status was not provided. General device and problem device duration of use was approximately one year. Use of the pen was discontinued. The pen was returned to the manufacturer on (B)(4) 2012. The reporting pharmacist related the events to the pen breakage. (B)(4).

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a patient that his humapen memoir device battery had run out and he experienced increased and fluctuating blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured february 2008) found that the device had a non-flashing battery symbol in the display and 51 low battery warning errors. The investigation determined that the device had initiated the end of life shutdown process prematurely as a result of a weak battery. Malfunction confirmed. The user manual addresses flashing battery, dead battery, and reset modes. From the information provided it was not clear, whether the patient attempted to dial by clicks after the display became non-functional. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. The device met dose accuracy and glide force acceptance criteria when setting the dose by counting clicks. Corrective action - beginning with batch (B)(4) (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. There is no evidence of improper use or storage.